Event description:
It was reported that the physician was performing a sling procedure utilizing the vaginal approach. During the passage of the needle on the left side, a vascular injury occurred. The procedure was aborted. A vascular surgeon was called and made a diagnosis of a lacerated external iliac vein. The vein was ligated. At the time of the injury the patient also experienced a venous air embolism. Pt recovered from the embolism with supportive measures.